Event description:
Patient contacted dexcom technical support on (B)(6)2014 to report a hardware error on (B)(6)2014. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).